Event description:
The pilot balloon of the et tube was found resting on the pt's chest. The pt was extubated and no injury resulted.

Manufacturer narrative:
The incident involved a (B)(6) female who had been intubated on (B)(6) 2010. On (B)(6) 2010, the pilot balloon of the et tube was found to be laying on the pt. The pt was then extubated and did well. No injury resulted. There was no need to re-intubate the pt. A root cause for the incident was not identified by the facility. There was no info describing the ends of the pilot balloon or any indication of damage to the device. The facility has used the et tubes without prior incident. We have not had a similar incident reported to us. No trend exists. At this time, we have not received the sample back for eval. We have not been able to confirm the incident or identify a potential root cause. If the sample is returned at a later date, it will be evaluated. Due to the reported incident, a medwatch is being filed.